Event description:
It was reported to boston scientific corporation (bsc) that a patient underwent a successful procedure with a prolieve thermodilatation kit for the treatment of benign prostatic hyperplasia (bph) in (B)(6) 2008. Reportedly, the procedure went fine and was completed with no apparent issues. The physician reported to a bsc sales representative that some time post prolieve treatment, the patient experienced urinary retention which required a catheter to be placed. At a later date, the patient had a transurethral resection of the prostate (turp) procedure from a different physician (date unknown). Post the turp procedure it was reported that the patient experienced incontinence. It is not known if the incontinence required treatment. Requests for additional information have been unsuccessful.